Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto off alarm occurred. Reportedly, the customer confirmed not interacting with the pump, which led to the auto off alarm. Blood glucose was approximately 250 mg/dl. Tandem technical support educated the user on the auto-off safety feature.